Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
3/15/2019: updated information: it was reported that on (B)(6) 2019, the patient underwent a hardware removal of a proximal femoral nailing system and a total hip arthroplasty was performed. The patient presented with severe pain on (B)(6) 2019 and the implant was observed to have cut out of the bone. The original date of the operative fixation of right proximal femur was on (B)(6) 2019. There was no surgical delay. Procedure outcome was successful. Patient status is stable

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot, part number: 04.038.385s, lot number: h664208, part manufacturing date: 06 august 2018, manufacturing site: elmira, part expiration date: 31 may 2028, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h664208 of tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with or non-conformances noted. One piece was reworked for labeling, but this has no impact on the complaint condition. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h611883 met all specifications with no issues documented that would contribute to this complaint condition. Device history batch null, device history review a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Updated 14 march 2019 for investigation based on received x-ray images. (Actual device not returned) background: updated event description: it was reported that on (B)(6) 2019, the patient underwent a hardware removal of a proximal femoral nailing system and a total hip arthroplasty was performed. The patient presented with severe pain on (B)(6) 2019 nd the implant was observed to have cut out of the bone. The original date of the operative fixation of right proximal femur was on (B)(6) 2018. There was no surgical delay. Procedure outcome was successful. Patient status is stable. Visual inspection: actual device not returned. Visual inspection performed at customer quality (cq) with the help of medical safety officer (mso) of the received x-ray images in complaint file attachment titled additional information with x-ray image received from sales consultant 18 jan 2019" confirmed the condition of cut-out, which agrees with the reported complaint condition. The last photo in the file shows that the helical blade has cut-out of the femoral head. X-ray condition agree with the complaint description, complaint was confirmed. DHR review: a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Document/specification review: tabulated product design drawn for the family of titanium tfna fenestrated helical blades was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Investigation conclusion: a definitive assignable root cause for the cut-out could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and this complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
03/13/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent a hardware removal of a proximal femoral nailing system and a total hip arthroplasty was performed. The patient presented with severe pain on (B)(6) 2019 and the implant was observed to have cut out of the bone. The original date of the operative fixation of right proximal femur was on (B)(6) 2018. There was no surgical delay. Procedure outcome was successful. Patient status is stable. Concomitant devices reported: 10mm/130 deg ti cann tfna 380mm/right - sterile (part# 04.037.058s, lot# h186907, quantity# unknown) unk - screws: locking: trauma ((part# unknown, lot# unknown, quantity# 2). This complaint involves one (1) device.

Manufacturer narrative:
Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of a proximal femoral nailing system and was revised to a total hip antroplasty. The patient presented with severe pain on (B)(6) 2019 and it was discovered that the implant had cut out of the bone. The patient originally underwent operative fixation of the right proximal femur on (B)(6) 2018. Procedure was completed successfully with no delay. Patient status is stable. Concomitant devices: trochanteric femoral nail-advance (tfna) nail (part: 04.037.058s, lot: h186907, quantity: 1), 5.0 locking screws 46mm (part: unknown, lot: unknown, quantity: 1), 5.0 locking screws 40mm (part: unknown, lot: unknown, quantity: 1). This report is for a tfna fenestrated helical blade 85mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.038.385s, lot h664208: part manufacturing date: august 06, 2018. Manufacturing site: elmira. Expiration date: may 31, 2028. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h664208 of tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.